Event description:
It was reported that the customer experienced a possible site occlusion during the recharge process. The customer was advised to change the complete set. The caller did not know the blood glucose reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.